Manufacturer narrative:
(B)(4). The suspect device was not identified, therefore, the MFR cannot determine the suspect device. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for these devices was not possible without add'l device info.

Event description:
It was reported that the pt developed a seroma 1-2 days post-op following a posterior lumbar fusion surgery using posterior fixation and rhbmp-2/acs.